Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report he had been experiencing high blood glucose. Blood glucose reading was 240 mg/dl. Troubleshooting was performed. Air bubbles were found in the reservoir. Advised that this could be the cause of the high blood glucose. The customer declined to finish troubleshooting and will change the set and reservoir. Nothing further reported.